Event description:
The customer reported that the exam notes do not display automatically when the exam is opened, even though that option is selected under utilities. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).